Event description:
During routine testing, the user found that the unit would not charge. There was no pt involved. Tests disclosed a shorted capacitor (c310) in assembly 590017. The cause of the capacitor failure could not be determined. However, this appears to have a random component failure in a 16 yr old device. The event is not occurring more frequently or with greater severity than is usual for the device.